Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that they had a blank display in (B)(6) and has been noticing the lack of failed battery alerts from the insulin pump. The customer was informed that energizer aaa alkaline batteries are most effective. The customer mentioned that their batteries only last a week. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).